Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high threshold. It was noted by the caller that they were aware of the high threshold and are monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.